Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that battery 1 was not fully seated in the battery well, which caused the reported issue. Physio reseated the battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.